Manufacturer narrative:
The reported sensor (B)(4) was returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed. The sensor plug was seated in mount properly and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug assembly was inspected, no failure mode observed. All results were within specification. Sensor was reprogrammed and simvivo test performed. All results were within specification. No malfunction, product deficiency, or failure modes were was identified. An extended investigation has been performed. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A caregiver reported low scans of 90 mg/dl, 54 mg/dl, and 90 mg/dl were received on the sensor when compared to a competitor meter results of 273 mg/dl, 248mg/dl, and 222mg/dl. The customer experienced blurred vision and was provided "sugar milk" by the caregiver. The caregiver then consulted with a healthcare professional who advised to administer novarapid 12mg (insulin) for treatment and after the treatment was administered, the "customer was fine". No further information was reported. There was no report of death or permanent injury associated with this event.